Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred. The physician direct stented a taxus express2 3.0x12mm drug eluting stent to the 90% stenosed lesion located in the nontortuous, noncalcified, mid circumflex (cx) artery at 14 atms for 9 seconds. Upon removal of the stent delivery system (sds), balloon withdrawal resistance occurred. The physician reinflated the sds, pulled a negative and waited approximately 20 seconds. Another attempt was then made to remove the sds, but the guide deep seated all the way to the proximal end of the stent and hit the stent, deforming the proximal struts. The sds then dislodged and was able to be removed intact. A 3.0x12mm non bsc stent was then inserted and used to post dilate the stent reforming the proximal end of the stent. A second stent was deployed in the proximal right coronary artery (rca). The patient did not experience any symptoms during this procedure. No patient injuries or complications were reported. Patient status post procedure is noted as fine. Additional information regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.